Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the associated electrode pads did not fully adhere to the patient's skin. However, the device was able to deliver therapy via the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.